Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked on the same patient twice from a hole in the tubing or an imperfect seal near the connection port. There was no patient harm.

Event description:
The customer reported that the tubing leaked on the same patient twice from a hole in the tubing or an imperfect seal near the connection port. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak from a hole in the tubing or an imperfect seal near the connection port was confirmed. During functional testing a leak occurred at the engagement between the microbore tubing and the male luer adapter. Further observation under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause was not identified.